Manufacturer narrative:
Manufacturing review: based upon the severity level and lot quantity, a DHR review is not required. Per the lot history review, this is the first complaint for this lot number and issue to date. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight, and the two-way stop cock was open. The outer catheter and metal tube were noted to be bent throughout the length. The outer catheter was noted to be stretched throughout the length of the delivery system. There was a gap of 2mm between the atraumatic tip and the distal end of the catheter. No other anomalies were noted to the outer catheter. Dried blood was observed between the outer catheter and the stent graft. Bent struts were noted throughout the undeployed stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to the dried blood. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to implant an endovascular stent graft in an a-v graft at the anastomosis of the axillary vein, the stent graft allegedly would not deploy. It was further reported that the stent graft was removed from the patient without incident. Reportedly another stent graft was used to complete the procedure. There was no reported patient injury.